Manufacturer narrative:
The probe used was not returned for evaluation. The system logs were reviewed and the power and times were confirmed. Probe temperatures were in the expected range. No errors were detected during the procedure. The certus pr probe instructions for use indicate that a 65 w ablation for 5 minutes produces an ablation of 4.1cm in length by 2.6cm in diameter in ex-vivo liver. Physicians use the ex-vivo data provided in the IFU to inform their decisions about the appropriate power and time for a given procedure. Since the ablation target was approximately 2.5 cm below the surface of the skin, the ablation zone created by the delivery of 65 watts for 4 minutes followed by 30 watts for 3 minute and 50 watts for 20 seconds can be expected to encompass the patient's skin. No additional investigation is planned.

Event description:
The physician was using a certuspr probe to ablate intercostal nerves t7 and t8 of a patient of unknown age and gender. The target was approximately 2.5cm below the surface of the skin. The initial energy delivery was 65 watts for 4 minutes. The probe was repositioned and a delievery of 30 watts for 3 minutes was performed followed by a delivery of 50 watts for 20 second in the same position. The procedure resulted in a minor skin burn "around the size of a quarter" which was treated with xeroform gauze and a cold pack. The burn is healing with no complications. The user did not allege a device malfunction.